Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(4) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the device, model # wr9200, s/n (B)(6), revealed won't charge and pogo pins were stuck in a compressed state and no power could get to the pcba from the charging dock, causing an inability to recharge the wireless recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger is not connecting to the recharger application, they are getting "not found" message. Caller stated that the recharger is connecting to the implant and charging but they want to be able to see the progress on the handset. Caller confirmed they are able to connect with the communicator and deep brain stimulation (dbs) therapy application. Patient services (ps) had caller try hard reset of the recharger; resulted in not found. They attempted restart of the handset; still not found. Ensured blue tooth was enabled/on. Closed all other running apps; still not found. Ps had caller try switching recharger and that did not resolve. Ps conference on mobility and they uninstalled and reinstalled the recharger application and still not found. The issue was not resolved. Additional information was received from the consumer reporting the replacement recharger they were sent was working up until last night. Caller stated now they are once again getting not found but the recharger itself has zero lights on it. Caller stated it seems like the recharger is not taking a charge when docked. Caller stated there is a green light on the dock itself. Ps asked caller to press and hold the power button on the recharger; caller stated the battery lights flashed and then dropped to nothing and the power button turned orange. Caller docked the recharger and all the lights shut off. Ps consulted with repair who recommended replacement of the dock. Additional information was received from the consumer reporting that she just got the replacement dock this morning and the wireless recharger (wr) is not turning on. When they docked the wr, the charge indicator light won't turn on unless they push on the wr in the dock. They insisted they have the device docked properly. They confirmed the wr did the same thing on both docks.